Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 not detected on bus. Customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that the main half-height drawer 2 had failed and that there were no lights on the interface board. The fse determined that the drawer 2-2 controller board failed the ohms test. The fse replaced both boards, secured all connections, tightened the hard stops, and updated the firmware. The drawer tested good in the hardware testing application. The system functioned as intended after the field service engineer repaired the device.